Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal hernioplasty procedure, the surgeon was testing the balloon outside the patient. The balloon did not inflate. Another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. A visual inspection of the returned product noted: the balloon was broken. The obturator, valve seal and doors appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the broken balloon may occur when mishandled during clinical application. Aith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.